Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir contained air bubbles. The customer's blood glucose level at the time of the incident was 451mg/dl. The customer had symptoms such as vomiting and nausea and treated with the pump. The customer indicated that the reservoir contained air bubbles. During troubleshooting, the customer indicated that insulin was stored at room temperature and the insulin pump was not rewound with the reservoir in place. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. Customer was advised to monitor the pump and call back if necessary. No further high blood glucose troubleshooting was performed.